Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the ins replacement was planned for (B)(6) 2019. The patient¿s weight at the time of the event was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the implantable neurostimulator (ins) battery was not lasting in between charged like it used to. The consumer now needed to charge a minimum of 3 times a week and if they used their new program the battery needed to charge daily. No further complications were reported. On (B)(6) 2018, additional information was received from the patient reporting that the patient was sent an email stating that rechargeable ins batteries could perform up to nine years with proper recharging. They were redirected to see page 80 of a manual attached to the email regarding the messages that would appear on their programmer and recharger, however the patient stated that there wasn't an attached manual with the email. The requested that the manual attachment be sent to them. They stated that their stimulator was 7 years old and had been used at higher than normal levels for seven years. The doctor stated that they thought the battery would soon need to be replaced since it wouldn't hold a charge more than a day or two depending on the program they were using. No further complications were reported/anticipated. On (B)(6) 2018, additional information was received from the patient reporting that the change in how often their implant battery needed to be charged did not occur after a change in their programmed settings as they stated that they were already charging two to three times weekly. However, they stated that they did then did get a new program that caused them to charge every day. They stated that the new program made the battery die in less than 24 hours. No steps were taken to resolve the issue of the patient needing to charge so often, but they stated that they were scheduling to have their battery replaced as soon as possible.